Event description:
It was reported that a user experienced difficulty pairing a new freestyle libre 3+ sensor to the ilet bionic pancreas system, where the sensor initially failed to activate and pair but subsequent troubleshooting successfully paired the sensor. No clinical signs, symptoms, or conditions were reported. Outcomes included temporary interruption of glucose data availability with no health impact. User support included guided troubleshooting, device and phone restarts, and confirmation of sensor warmup on the ilet. Investigation of this case revealed a transient communication or pairing fault between the mobile app and the ilet that resolved after device restart, consistent with a software or connectivity synchronization issue without hardware component failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device communication anomaly that resolved with standard troubleshooting.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.